Event description:
Customer reported a malfunction alarm, identified as malf 0. Customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. Technical support provided pump reset information and assisted the caller in resetting the pump.